Event description:
Information provided states that during a case the implant inserter was used to place the implant. When the dr removed the inserter the tip was broken off flush in the cage not allowing for the cover plate to be placed over the bone screws.